Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) with a .018 guidewire stuck in the device. The outer shaft, mid-shaft and the remainder of the device were checked for damage. There was a kink at the nosecone. The guidewire was protruding from distal end 31cm and protruding from proximal end of the device 110.5cm. The handle was opened and it was noticed that the proximal inner and the inner liner were prolapsed which caused the guidewire stick issue. The inner liner and the proximal inner were straightened to remove the guidewire. The guidewire was removed. It was also noticed that there was some damage on the first tooth of the pull rack. The stent was not returned so the damage could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. The innova dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12880. It was reported that stent migration occurred and the device became entrapped on the guidewire. The 75% stenosed target lesion was located the superficial femoral artery (sfa). The lesion was accessed via a contralateral approach and a 6x200x130 innova stent was advanced over a bsc v-18 guidewire and to the superficial femoral artery occlusion. Deployment was initiated via the thumbwheel and the pull grip was pulled to deploy the remainder of the stent. The stent fully deployed slightly stretched and migrated within the sfa. During removal it was noted that the guidewire was stuck in the stent delivery system. The physician implanted another shorter stent. There were no further complications and the patient was stable after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID# 2134265-2017-12880. It was reported that stent migration occurred and the device became entrapped on the guidewire. The 75% stenosed target lesion was located the superficial femoral artery (sfa). The lesion was accessed via a contralateral approach and a 6x200x130 innova¿ stent was advanced over a bsc v-18 guidewire and to the superficial femoral artery occlusion. Deployment was initiated via the thumbwheel and the pull grip was pulled to deploy the remainder of the stent. The stent fully deployed slightly stretched and migrated within the sfa. During removal it was noted that the guidewire was stuck in the stent delivery system. The physician implanted another shorter stent. There were no further complications and the patient was stable after the procedure.